Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the final stage of deployment of the stent graft vamf4642c150te vcap3 taper in a patient treated for a 68mm descending thoracic aortic aneurysm, the device moved proximally into the aneurysm, failing to reach the distal landing zone and resulting in a type ib endoleak. To address this, a second device (vamf4646c150te) was deployed distally resolving the endoleak. Per the physician the cause of the inaccurate delivery is undetermined. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
B5; additional information received : it was reported that the stent migrated proximally after being fully deployed. The deployment steps were performed in accordance with the instructions for use, and no difficulties were encountered during the procedure. Vessel tortuosity was observed in the distal aorta, which may have been a contributing factor to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was confirmed the proximal tip was not released at the time the stent moved proximally, hence per the physician's observations only the distal end of the graft migrated proximally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: according to the physician, it is possible that the device being shorter than required could have c ontributed to the movement of the device into the aneurysm and the subsequent endoleak. However, the physician noted that device selection was based on the total length calculated from the report, so they are not certain whether device length was actually a factor in this outcome. It was said that tapered devices are only available in a 150mm length and it is believed that a longer device would not have prevented the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.